Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event estimated as (B)(6) 2023.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The hi-torque balance middleweight guide wire tip was noted to be almost separated and unraveled during the procedure; therefore, the device was removed and remained in one piece. Another bmw guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.